Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago based on the date the manufacturer became aware of the event. Explant date: procedure happened two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-70, serial: (B)(4), batch: 18184046/18116024.

Event description:
I was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator explant procedure. No further information could be obtained despite good faith efforts..